Manufacturer narrative:
Citation: stortecky s. Validation of the valve academic research consortium bleeding definition in patients with severe aortic stenosis undergoing transcatheter aortic valve implantation. J am heart assoc. 2015 sep 25;4(10):e002135. Doi: 10.1161/jaha.115.002135. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of bleeding in patients with severe aortic stenosis undergoing transcatheter aortic valve implantation. All data were collected from single center registry between august 2007 and april 2012. The study population included 489 patients (predominantly female; mean age 82.5 years), 267 of which were implanted with medtronic corevalve device. Serial numbers were not provided. Among all patients, 30-day and 12 months mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation, aortic regurgitation, life-threatening bleeding, vascular complications, and life-threatening vascular access site bleeding. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products.